Event description:
It was reported that the customer had cosmetic or physical damage on the insulin pump. Customer stated that the pump is missing a piece of plastic from the reservoir compartment opening. Customer stated that the o-ring fell out. Customer does not know how it occurred. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with missing reservoir tube o-ring, broken reservoir tube lip, cracked reservoir tube and cracked case at display window corner.